Event description:
Infusion catheter set by this MFR was defective. Luer fitting leaked. This happened on 2 different infusion sets from this MFR out of 3 used. We switched back to the better quality set made by medtronic. Pt is receiving terbutaline subcutaneous infusion for pre-mature labor contractions using a cadd-3 pump. Pump, medication, and infusion sets are supplied by a high-risk pregnancy monitoring company prescribed by our physician. Noticed that the infusion pump holster was completely wet with IV medication after many hrs. Thus, the medicine was not going into the body but was instead being pumped externally, all over the place. Don't know how long this was going on but estimate for 10 hrs. Pt had excess contractions and almost full labor. Replaced the infusion set and noticed that the luer fitting at the end of the infusion set was cracked. Plus the luer lock wing does not fit properly. I estimate it to be of a poor design- does not fit- or was a mfg defect. In any case, it should not break/crack as it did. We had previously used the medtronic brand infusion sets with no problem for 3 weeks.